Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported experiencing elevated blood glucose in the mornings of up to 260 mg/dl in 2009. The pt switched to the backup infusion device and blood glucose values were better. At about one week later, the pt reconnected to the primary infusion device and again experienced elevated blood glucose the morning of the next day. The pt bolused through the infusion device and blood glucose values did not decrease. The pt injected insulin via syringe and blood glucose levels did decrease. The pt believes the infusion device delivers too little insulin. The pt's normal blood glucose level is 120 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for eval.